Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reportedly noticed a defective pcb00 +25.0 diopter tecnis monofocal iol (intraocular lens) while implanting into the patient's eye. As a result, the doctor removed and replaced the lens with another pcb00 of the same diopter size. Additional information was received and it was learnt that the patient outcome was good and there were no additional medical or surgical interventions required. It was also noted that it was not clear if the damage was on the lens optic or the lens haptic. Product will not be returned as it was discarded by the surgery center. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.